Manufacturer narrative:
Unit alarmed compromised force sensor system during basic test due to loose/protruded drive support disk. Unable to perform basic occlusion, prime/delivery, excessive no delivery test due to compromised force sensor system alarm. Pump received with minor scratched display window, cracked reservoir tube lip, cracked case near reservoir tube window and broken pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the drive support cap was loose. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.